Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: three batteries were returned for evaluation. A review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the device passed visual inspection. Functional testing revealed that the battery had a cell pair voltage below the threshold likely due to faulty internal cell pair. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller, etc., was internally investigated. As part of internal investigation, fscadec2015 b was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. Failure analysis of the returned (B)(4) revealed that the devices passed visual inspection and functional testing. The batteries were able to drive the system without any observed anomalies. However, it was observed that (B)(4) had exceeded the useful operating life of 500 charge and discharge cycles. As a result, the reported display error could not be confirmed. However, the reported 500 cycles were confirmed. The most likely root cause of the observed cell pair voltage below threshold can be attributed to a faulty cell pair. The most likely root cause of the observed high cycle count can be attributed to the batteries reaching their end of useful life. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2015-05-31, UDI #: asku. Device available for eval: yes, return date: 2019-05-28. Device eval by MFR: yes. Mfg date: 2014-05-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / catalog #:1650de / expiration date: 2017-04-30, UDI #: asku. Device available for eval: yes, return date: 2019-05-28. Device eval by MFR: yes. Mfg date: 2016-04-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they reached end of their useful life. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.